Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the leadless implantable pulse generator (ipg) implant procedure, the patient experienced acute vasovagal syncope, with arias-stella reaction, when the introducer was one quarter inserted. The patient moved their hands and feet, contaminating the clean area and introducer. The introducer was replaced. No further patient complications have been reported as a result of this event.